Manufacturer narrative:
(B)(4).

Event description:
It was reported that following a pump replacement the pt experienced increased swelling at the pump site. This was due to an accumulation of serous fluid. The pt also experienced headaches and withdrawal. The symptoms were noticed following exercise and had occurred multiple times. The pt had pain at the pump site and felt this was from the pump being placed too low. The pt also believed that the catheter was cracked. He previously had a "cracked catheter" and stated it was not found during a dye study (see MFR report # 3004209178-2010-00265). The pt was experiencing the same symptoms as he did when the catheter was cracked. During the most recent dye study the radiologist thought the catheter was possibly "blocked" because he had difficulty "drawing the fluid out." The report described the catheter as "slightly tortuous." When the pt saw the image of the catheter it appeared to be "bunched up in there." The pt reported that the pump works great for his neck and shoulders except when he has issues with the catheter. The rehab provider prescribed oral baclofen. The pt status was fair.